Manufacturer narrative:
The device subject of the reported event was not returned for investigation. Without the returned device, a root cause cannot be determined. The exacto cold snare instructions for use packet (IFU 732260) states: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event for this lot. In-service was offered on the proper use and operation of the exacto cold snare, however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a colonoscopy, their exacto cold snare was placed around a large polyp and broke. The length of wire remaining was removed with biopsy forceps while the polyp was retrieved with another device. The procedure was completed successfully. No report of injury.